Event description:
Report of 2 incidents of "occluder foot broken, the lock is loose and the solution leaks" with the transfer sets. Per affiliate, this issue was noted during use and all occurred after 1 to 2 weeks of use. Per affiliate, no patient injury or medical intervention was associated with these incidents.